Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A manufacturing record evaluation cannot be performed since lot number is unknown. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the unk - guide/compression/k-wires was broken, one of the fragments remained in the insertion hole of the drillsl 1.25 w/long handle guide, the other fragment was not returned. A dimensional inspection for the unk - guide/compression/k-wires was unable to be performed due to post manufacturing damage. A functional test was unable to be performed due to stuck devices. The complaint condition was able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the unk - guide/compression/k-wires would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: the following drawings reflecting the current and manufactured revisions were reviewed: n/a. Dimensional inspection: n/a. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This report is for an unk - guide/compression/k-wires unknown lot. Part and lot numbers are unknown; UDI number is unknown complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in united kingdom as follows: it was reported on (B)(6) 2022, that when the scrub nurse inserted the guidewire into the drillsl 1.25 w/long handle, the guidewire got stuck. The scrub nurse couldn¿t pull the wire out and snapped off both ends, leaving the rest of the guidewire inside the drills. We were unable to remove this. The kit has been sent of for sterilization . There was no patient involvement. This report is for one (1) unk - guide/compression/k-wires. This is report 1 of 1 for complaint (B)(4).